Event description:
The customer reported that there were half dome images on the left monitor during live fluoro shots.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found video pins pushed in on lemo receptacle on c-arm. He repositioned the video pins on the lemo receptacle on the c-arm. The half dome images have been corrected.